Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the tip of a screwdriver shaft is broken off. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes europe. The tip broke due to excessive torsion loading. We assume the deformation of the tip came based of high mechanical stress. No product fault could be detected. Also, he manufacturing records were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to a device marketed in the us.